Event description:
According to the reporter, during microwave ablation surgery, the two devices' antenna were difficult to activate. The operation was interrupted for two hours but the procedure was completed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the two ca20l1 antenna was difficult to activate. The operation was interrupted.